Event description:
A patient underwent a dual anastomosis case on (B)(6) 2024, during which anastomoses were performed on the upper and lower colon. After this, a complex abdominal wall closure was conducted. The lower anastomosis leaked and the patient was readmitted on (B)(6) 2024. A CT identified abscess was drained with a second drainage on (B)(6) 2024. A fistula formed from this lower anastomosis. Intestinal failure treatment commenced along with total parenteral nutrition and surgical sclerosis of the fistula until well enough for repair of lower anastomosis fistula which was scheduled for on (B)(6) 2025. A skin fistula presented including the presence of polypropylene suture. A reoperation was conducted to remove a portion of suture material with the abdominal wall repair noted to be intact.

Manufacturer narrative:
Aroa was unable to conduct a review of manufacturing documentation since the lot number for the device was available. A review of the risk management file determined no additional risk control measures are warranted . Abscess and fistula are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.